Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported slider had inconsistent resistance against the xen®45 gts. There was no eye contact.

Manufacturer narrative:
Further information from the reporter regarding the product details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider had inconsistent resistance against the xen®45 gts. There was no eye contact.

Manufacturer narrative:
Device evaluation: the injector was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was not confirmed as the gel stent was not returned for further investigation. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested and inspected in-process at manufacturing. Additional, corrected, and/or changed data: device evaluated by MFR, adverse event problem. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported slider had inconsistent resistance against the xen®45 gts. There was no eye contact.